Event description:
(B) (4) clinical study.it was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced angina. The target lesion was located in the mid left anterior descending (lad), but details are unknown. In (B) (6) 2007 at the index, it was noted that the physician implanted a 2.75x16mm taxus express2 stent in the mid lad. The procedure was successfully completed and the patient discharged on bayaspirin and panaldine. In (B) (6) 2009, a 2 year follow-up revealed the patient developed stable angina pectoris. Additional information has been requested, but not yet received.

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).